Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete incoming testing) was confirmed. Upon investigation the monitor failed an incoming pulse test. The cause for the failure was isolated a shorted u6, c6 and c7 capacitor on the defibrillator pca. The root cause for the defective components could not be positively identified. No adverse event resulted from the damaged monitor.